Event description:
It was reported by the aci sales professional that a female patient underwent an interventional coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery via a 6f arterial sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 7mm. Peri-procedure, the patient was anti-coagulated with angiomax and plavix. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was prepped per the IFU and inserted into the procedural sheath. The balloon was inflated and the device was pulled back to the arteriotomy. The side port was opened and temporary hemostasis was confirmed. The physician stated that he felt the firm resistance when he shuttled the sealant down. The aci sales professional instructed the physician to advance the shuttle handle further but the physician did not advance further as he believed he was at the firm stop. The physician withdrew the 6f arterial sheath from the tissue tract and noted that the sealant was partially visible above the skin. The physician was instructed to grasp the tamp tube and slide it forward until the green mark was visible and to hold for 30 seconds. The sealant did not tamp down. The balloon was deflated and the device was removed. The technician held pressure for 10 minutes. The venous sheath was kept in place and a femostop was placed at the right groin. The patient was transferred to recovery. The patient was hospitalized for reasons unrelated to the mynxgrip device / mynxgrip procedure and discharged on (B)(6) 2013. Note: it was noted that after the deployment procedure, the aci sales professional demonstrated that advancing the shuttle handle to the firm stop positions the sealant on the arteriotomy. The physician did not have anything preventing him from advancing the shuttle handle to the proper definitive stop. The physician stated that he did not advance to the definitive firm stop. The tamp locks from the device did not engage.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.